Manufacturer narrative:
Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked case, scratched case, cracked keypad overlay, broken battery tube threads, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, serial number label missing, missing display window/cover, and battery cap contact missing. Cosmetic damage was confirmed at the battery compartment. Missing battery cap contact was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged insulin pump had a crack on the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and location of the damage was at the case ¿ battery tube side. No harm requiring medical intervention was reported. Mmt-1884 was returned for analysis.